Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Customer confirmed the reactivity of the antigen. Customer indicates their confidence that the concern is related to the patient's antibody titer. They are confident that the product is performing as expected. (B)(4).

Event description:
Customer reported that a patient with a known anti-kell yielded a negative result when tested against vs420 cell ii (k+k+). Last sample received on this patient was in 2009 with 1+ reactivity. Testing performed on provue and manual gel. Described screen testing initially performed on the provue (057-156-1605) and repeated by the manual gel method and all results were consistently negative.